Manufacturer narrative:
Siemens reviewed the log file provided by the customer. The log file provided only contained testing data for the time period of (B)(6) 2020. The false positive results provided in the printouts occurred over the time period of (B)(6) 2020. The log file was reviewed for examination of instrument performance during the specific week in may. Aspiration profiles for all events were plotted and there were no anomalies noted. Ptest values for all aspiration profiles were in the normal range. Error types and error rates were reviewed with nothing atypical occurring. Analysis shows no evidence of the instrument working improperly. The cause of this event is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Proper technique, sample handling and maintenance were reviewed with the customer. Quality control and calibration have since been run and passed. The customer has provided message logs for the date of the discrepancy and investigation is underway. The customer is operational. The cause of this event is unknown.

Event description:
The customer reported that they received false positive troponin results on two patients on the stratus cs when compared to repeat testing on the same instrument. The customer also indicated that repeat testing was performed on a non siemens instrument however no results have been provided. There was no report of injury due to this event.